Manufacturer narrative:
The device was not returned for evaluation. One photograph was provided showing the luer is partially withdrawn from the extension tubing but is not sufficient for an evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. All finished goods are leak tested as part of the standard manufacturing routine to identify any potential leakage issues. Additionally, both visual and functional inspections, including the leak and pull test, are thoroughly conducted during the quality inspection phase. The device was implanted and functioning properly with no reported issues for more than 8 months. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event. There is a mechanical fit between the barbed luer and the extension. The luer barb od is .190" and the extension ID is .130". There is no added bonding to this connection. The sleeves are for identification purposes and are not intended to mechanically aid in the luer to extension connection. Studies were performed to verify joint integrity through force at break (peak tensile force) in accordance with en iso standards. The force at break acceptance criteria for the luer to extension joint is 3.37lbf. Luer to extension was performed in and the results far exceeded the requirement. Within the span of two months this facility reported the same issue 5 times. This indicates that it may be a procedural technique that is contributing to the issue. The facilities procedures and methods for handling and maintenance of the catheters should be reviewed and modified if necessary to minimize this type of occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The medical and nursing team noticed that the tip of the catheter was not properly connected, as it began to bleed during the hemodialysis session.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is import for export only, not sold in the us. UDI not applicable.